Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer required a replacement pump, but since it was out of warranty, they expressed interest in obtaining an out-of-warranty loaner pump and agreed to send insurance card pictures. Customer technical support (cts) planned to replace the pump, discussed the loaner pump agreement, and advised on updated software requirements. The customer was informed about steps to take upon receiving the loaner pump, and cts will follow up to confirm the pump's serial number and complete the necessary forms. Cts followed up, caller states they do not wish to obtain a loaner at this time.